Manufacturer narrative:
The technician replaced the knee motor and knee motor coupling, which resolved the issue. The device function as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that there was fluid ingress in the nurse control panel, causing the knee function to run unintentionally. No injuries were reported.